Event description:
It was reported that the physician experienced difficulty moving the guidewire (subject device) in the rotating hemostatic valve (rhv). It was found that the coating had come off of the wire and remained in the rhv. The pt was reported to be in "stable" condition post procedure.

Manufacturer narrative:
Device manufacture date: unk the lot number was not provided.